Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. This report is number 2 of 3 MDR's filed for the same patient (reference 3002806535-2016-00673 & 00709 / 00710). Discarded.

Event description:
During a revision procedure, the femoral head could not be removed from the femoral stem, causing a thirty minute delay and removal of the stem. All remaining components were removed and replaced.